Manufacturer narrative:
Product analysis: analysis was unable to confirm that the backlight on the external pulse generator (epg) needed repair. Analysis noted that the hanger assembly was broken, the keypad was scratched, the display frame boss was stripped, the main circuit board screw was loose, and an error was found in the log data. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) backlight needed repair. The epg was returned for service. There was no patient involvement.